Event description:
The customer reported the device alarmed and displayed codes that indicated a spi bus failure. The spi bus is communication used to read data for pressure and flow sensors. This failure may result in a vent inop occurrence. The device was in use and there was no patient harm reported. The facility biomedical engineer replaced the data acquisition pcb to motor controller pcb cable to address the reported problem.